Event description:
The customer reported, the system displayed a foot switch error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. System operates as intended. (B) (4)